Event description:
The customer reported that the companion 2 driver 10107, which was supporting pt 60 at hopital (B)(6), exhibited a "left pressure incorrect" alarm. The customer also reported that the pt was switched to the backup companion 2 driver without adverse impact. The companion 2 driver was returned to syncardia for eval. The electronic pt file was reviewed, and several "left pressure incorrect" alarms were recorded, but despite the alarms, the cardiac output was within the acceptable range of 5.0 liters per minute to 8.0 liters per minute. During incoming testing in the syncardia lab, the driver did not pass testing because the left pressure was not within specification, resulting in "left pressure incorrect" alarms.

Manufacturer narrative:
The root cause of the "left pressure incorrect" alarms was a malfunction of the left electronic regulator. The left electronic regulator was replaced, and the companion 2 driver passed all final performance testing. This failure mode posed a low risk to the pt because it did not prevent the companion 2 driver from performing its life-sustaining functions. In addition, the driver continued to provide cardiac output within the acceptable range of 5.0 liters per minute to 8.0 liters per minute. This issue will continue to be monitored through the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.